Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the laparoscopic bilateral inguinal herniorrhaphy, while on fixation of the left inguinal mesh the tacks were not fixing the mesh to the applied point.  There were 5 attempts that did not stick, resulting in the need to use more tacks in the same region. The repair of the right inguinal hernia resulted in no fixation failure of the tackers. It was noted that the product was used in its entirety and was not replaced.  There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. A visual inspection of the returned videos noted, in the first video, a monitor displaying a tissue cavity was noted. A mesh was applied to the tissue. A metal instrument was applied to the tissue. Mesh was moved and liquid began to fill the cavity before draining. The metal instrument was applied to the mesh. The cavity began to fill with liquid. The liquid was drained. The instrument was applied to the tissue repeatedly. Another grasping instrument was inserted into the cavity. In the second video, a monitor displaying a tissue cavity was noted. A mesh was applied to the tissue. Several tacks penetrated the mesh. A grasping instrument was pulled the mesh away from tissue. One of the tacks did not fully penetrate the mesh and tissue. The grasping instrument was applied to the mesh repeatedly and the remaining tacks appeared properly attached. Visual inspection of the return product noted that the tube shaft was observed to be bent and the instrument was fully applied. Functionally, the handle was actuated and was binding. It was reported that there was a tack penetration. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.